Event description:
Per operation note: us was used to identify the right common femoral artery (cfa), and this was accessed percutaneously with a micro puncture set. An 8fr dilator was passed, and two perclose devices were placed. A 8fr sheath was then placed over the wire into the right common femoral artery. Us was then used to access the left common femoral using a micro puncture wire and sheath. We then placed a bentson wire and exchanged the micro puncture sheath and dilated the arteriotomy with a 8fr dilator. The perclose device was then placed, however the perclose could not be advanced or removed. We therefore cut down on the common femoral artery and dissected the common femoral proximal to the access point and also dissected the profunda and superficial femoral artery (sfa) and encircled all three with silastic vessel loops. We then fully anticoagulated the patient with IV heparin and gave additional boluses throughout the case based on activated clotting time (act) to maintain act. We cinched the vessel loops to clamp the artery proximally and distally. An eleven blade was then used to create an arteriotomy and extended this with a potts scissor. The perclose device had fractured at the arteriotomy and the foot plate had become deployed in the artery and we were unable to recapture the footplate. By extending the arteriotomy we were able to remove the device in its entirety. We then debrided the artery and performed a common femoral endarterectomy. We then used bovine pericardium to perform a patch angioplasty of the artery. At this point the vessel loops were released allow flow through the patch. No repair sutures were required. Using a micro puncture set access was performed under direct visualization through the patch. A bentson wire was placed and an 8fr sheath was placed, and the bentson was exchanged for an amplatz wire in the chest using an angled catheter. Manufacturer response for perclose proglide, perclose,proglide6fsuture-mediated closure system (per site reporter). New event ¿ pending response.